Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #:1169734; medical device expiration date: 2022-08-31; device manufacture date: 2021-06-18. Medical device lot #: 2028809; medical device expiration date: 2023-04-30; device manufacture date: 2022-01-28.

Event description:
We use the microtainer® tubes for a large cohort study, among other things, and now have about 40 samples where this plays out. This event occurred 40 times. Initial complaint nr. (B)(4): we now have a number of tubes (~20/800) where after spinning (9000rpm, 2min) the entire sample ends up under the gel. When we transfer the sample to a new tube and spin again it has the same result. As a result, we have no serum yield for these samples.

Manufacturer narrative:
H6: investigation summary bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for poor barrier separation was not observed. Inspection of fifty (50) retention samples from lots 2028809 and 1169734 was performed for dry additive, foreign matter, and barrier gel characteristics with acceptable results. No difficulties were encountered during blood collection. Bd was unable to duplicate the customer¿s indicated failure (poor barrier) because the defect was not evident in the testing of the complaint lot samples. Laboratory analysis of retain and control samples demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation based on photos only. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
We use the microtainer® tubes for a large cohort study, among other things, and now have about 40 samples where this plays out. This event occurred 40 times. Initial complaint nr. 5118228: we now have a number of tubes (~20/800) where after spinning (9000rpm, 2min) the entire sample ends up under the gel (see photo 1 and photo 2). When we transfer the sample to a new tube and spin again it has the same result (photo 3). As a result, we have no serum yield for these samples.